Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8590-1, lot# n360885, implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
It was reported that the patient experienced a change in relief. The patient was getting relief until approximately two weeks prior to the date of this report. The patient was to have a dye study on (B)(6) 2014. However, there was report of filling/aspiration issues, specifically the inability to aspirate the catheter at the dye study. As a result of the aspiration issue, the dye study could not be done. Diagnostic testing/troubleshooting included x-rays to which the physician noted the catheter tip at t11. The physician was to monitor the patient, provide instruction for additional pain relief, and send the patient to the neurosurgeon in the near future but there was no date yet. The issue was not resolved and the cause of the issue was not determined. At the time of the report, the patient's status was reported as alive-no injury but the patient did experience pain. This device system delivered dilaudid and bupivacaine. Additional information was requested to verify resolution and current patient status but no new information was available at this time. Should additional information be received, a supplemental report will be filed.